Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin I (tni) results were obtained on a patient sample on a dimension exl 200 instrument. The customer reported that quality controls (qcs) were within acceptable ranges when the discordant results were obtained. A siemens field service engineer (fse) was dispatched to the customer's site. During this visit, the fse replaced all probes and the luminescent oxygen channeling immunoassay (loci) chamber, cleaned the drains with bleach, and reset the loci statistics. Then, the customer recalibrated the assay and ran qcs, in duplicate, and the results recovered within acceptable ranges. The cause of the discordant, falsely elevated tni results is unknown as logs files were not provided to siemens for further investigation. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and the repeat result was lower than the discordant results. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.